Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
The information reported to sjm indicated an angio-seal device was deployed. Four hours later, during ambulation, the patient started bleeding and reported sudden pain in the groin. Pulses in the leg were absent. A thombus was removed during an aspiration procedure and the collagen was surgically removed from the common femoral artery.